Event description:
The patient was undergoing placement of a tunneled hemodialysis catheter which needed advancement for a kink in the subcutaneous portion under the skin. The peel away sheath was not on the catheter. Glidewires were placed in each catheter lumen and clamps applied to advance the catheter. The catheter was repositioned easily and quickly, with placement confirmed by fluoroscopy. Almost simultaneously as the glidewires were removed, the patient complained that she was short of breath. Her o2 sats and heart rate dropped. She advanced into pea (pulseless electrical activity) arrest and could not be resuscitated. Fluoroscopy images and post-mortem CT confirmed air embolism as the cause of death. There is currently not a product that we know of that can work as a self sealing lumen cap/diaphragm that would allow placement of a wire for catheter exchange/advancement without having to briefly open the system for wire removal. In addition, it is unclear, given the volume of air that entered the patient and the short duration of the catheter advancement, whether a catheter clamp popped open without the providers being aware. It is difficult to visually determine when the white clamps, that come attached to each catheter lumen, are opened or closed. The variation between the opened and closed position is slight, so that visually from the height of a person assisting or manipulating the catheter, they may not be able to immediately tell if the clamp is open and air is entering. In addition, the clamps are such that they can easily pop open with very little pressure exerted during catheter advancement and manipulation. A provider and the radiology staff assisting may be looking up at fluoroscopy images, and not immediately recognize an unintentionally opened clamp.